Manufacturer narrative:
Tw (B)(4). The device was returned to the factory for evaluation on 04/10/2025. An investigation was conducted on 04/16/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula handle. The ceramic c-ring was observed to be transected down the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device well as the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000445704 history record review was completed. There was an ncmr , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they were using the hemopro 2 device (vh 4000) to harvest the saphenous vein. After completing all of the branch dissection and getting ready to do the "stab and grab", the harvester noticed that the c-ring had broken in half. In other words, the back c-ring broke down the middle creating two pieces sticking out of the cannula. No parts of the c-ring were lost and no injury occurred due to the defect. The harvester was still able to finish the "stab and grab" and remove the vein from the patient's leg. There was no surgical delay due to this defect. When questioned further about the c-ring, the customer stated that the c-ring was white in color and appeared to be one of the new ceramic c-rings. The jaws never became engaged with the c-ring. There was no visibility issues.